Event description:
A report was received that following the permanent implant, the pt was hospitalized due to weakness in his left leg. The physician was concerned that there might have been compression on the spinal cord caused by the leads. The physician chose to explant both leads, however; the ipg was left implanted. The pt's symptoms are significantly better. The next course of action has not been determined.